Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction: section g3 - the date received by manufacturer should have been jul 13, 2023 rather than jun 19, 2023.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported via medwatch report mw5119164 that a patient had high impedances on their lead. As a result, the scs system was explanted and replaced with a non-sjm system. There is no additional information at this time.